Event description:
On (B)(6) 2009, the pt reported that on (B)(6) 2009, while changing the insulin cartridge, she spilled 200 units of insulin in the cartridge compartment of the infusion device. She stated she allowed the infusion device to dry for a few hours and then reconnected. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.